Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the procedure, the lead had high impedance after placement and a subsequent dislodgement. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.